Manufacturer narrative:
(B)(4). The product failure investigation, analysis and resolution for the device described in this report will be provided by maquet cardiopulmonary (B)(4). A supplemental medwatch will be submitted as soon as additional information becomes available. (B)(4).

Event description:
It was reported that the flow/bubble detector went off when the sprinter cart was moved and when the pigtails were gently flushed. The patient went asystolic with no flow so they wanted to switch probes. (B)(4).

Manufacturer narrative:
No service was requested as only a question was asked by the customer regarding the flow/bubble detector. There was no patient harm.the cardiohelp units at this location are now covered under service agreements and receive regular preventive maintenance visits, no abnormalities have been discovered and all of the units are still in service.

Event description:
(B)(4)